Event description:
The achieve biopsy device would not fire correctly (miss fires) after being charged by the hospital's urologist. This happened with four separate achieve biopsy all containing the same lot number. Further conversation with the customer revealed that the physician normally makes 8 passes to obtain the required biopsies. In this case, the physician needed to make 14 attempts to obtain the required number of biopsy samples. This occurred during a prostate biopsy procedure.